Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported an issue where the infusion set tubing disconnected from the connector. The insertion site was located on the patient's arm, while the insulin pump was positioned on the left side of their abdomen. The disconnection specifically occurred at the p-cap connector. At the time of the incident, the infusion set had only been in use for one day. The patient also noticed bleeding at the insertion site. No further information available.